Event description:
Information received from the field notes that during a routine follow-up, noise was evident on the atrial channel. Further noise was also evident with arm movement. Bipolar impedances were <200 ohms and unipolar impedances were between 1500 ohms and 1700 ohms. The patient was in sinus rhythm with a heart rate in the 70's. The device was programmed to vvi and the lead remains implanted.